Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the echelon-10 micro catheter was returned for analysis. Upon visual inspection, no issues or irregularities were found with the echelon-10 micro catheter hub. No kinks were found with the echelon-10 micro catheter body. The echelon-10 micro catheter distal tip was noted pre-shaped. The echelon-10 micro catheter distal tip was found to be separated. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. Approximately 2.0mm of the distal tip and marker band were found missing. The distal tip and marker band were not returned. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed as a portion of the distal tip and marker band were found missing. However, the cause for the separation could not be determined. The separated end of the echelon-10 micro catheter exhibited jagged edges and stretching which indicate that the catheter separated when exceeding the tensile strength of the tubing material. It is possible the echelon-10 micro catheter became damaged upon removal from the packaging or if the guide wire is advanced past the tip of the micro catheter (outside patient body) subsequently causing the tip to separate during insertion into the hemostatic side arm adapter. The pre-shaped echelon-10 micro catheters include a split introducer to aid in insertion into the hemostatic side arm adapter. It was not reported if the split introducer was used during the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when delivering the echelon catheter to the aneurysm, it was noticed the proximal marker was not existing on the catheter. The catheter was removed back, and the coil was put in the correct location. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or medical interventions were reported as a result of this event.